Event description:
It was reported, approximately ten years after implant, the patient received an inappropriate shock. All electrical measurements at this follow-up were within normal ranges and provocation test showed no abnormal sensing artifacts. However, follow-up approximately nine days later demonstrated high sensing integrity counter of 1478; non-sustained ventricular tachyarrhythmia = 422 with cycle length from 150ms - 280ms on electrogram rvtip and rvring, one aborted ventricular fibrillation episode with oversensing artifact in rvtip and rvring, and a positive provocation test. Due to these values and outcomes, a lead fracture was suspected. Consequently, the patient underwent a lead revision procedure, and it was noted the right ventricular lead was unable to be extracted. Status of the patient was reported to be unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.